Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unspecified mentor gel breast implants and experienced rupture on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal.

Manufacturer narrative:
On (B)(6), 2025, the mentor failure analysis lab received the device for evaluation. The impacted product was identified as an unspecified becker implant. With the information provided, there is no evidence that a mentor device contributed to any serious deterioration in the state of a patient¿s health, life-threatening illness, permanent impairment of a body function, permanent damage to a body structure, or a need for medical or surgical intervention. As a result, this event has been assessed as not MDR reportable, and no further investigation will be performed. Should additional information be received in the future, this case will be reassessed. Manufacturer¿s reference number: (B)(4).